Event description:
It was reported when using the bd max¿ system, bd max¿ instrument a false positive results were produced. Confirmatory testing was performed. There was no report of adverse patient impact or results being reported to clinicians. The following information was provided by the initial reporter: "customer reports false positives due to suspected optical crosstalk on evp assay customer has for evp assay ugly wobbly curves rising in signal in rfu at the generating false positive curves."

Manufacturer narrative:
There were multiple 510(k) numbers. G.5. PMA/510(k)#: k111860 a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) ) had a "false positive" for evp assay analytes. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 14aug2018. Service history review was performed for the instrument ct1257 and no additional work orders were observed for the complaint failure mode reported. Sample analysis consisted of review of customer run files by quality. Quality found evidence of bubbles being introduced into the pcr cartridge from analysis of the pcr curves. The complaint is confirmed by quality. The root cause cannot be determined with the information provided. Complaint history for ¿results¿ was reviewed for the month of april 2022. The upper control limit was not breached, and trends were not identified associated with this defect. Review of risk management documentation indicates that the potential risk of the reported failure mode was assessed as severity s3 with potential harm is incorrect therapy, possible medication adverse event via document baltrm-maxinst-aph, revision 21, line sw 85. H3 other text : see h.10.

Event description:
It was reported when using the bd max¿ system, bd max¿ instrument a false positive results were produced. Confirmatory testing was performed. There was no report of adverse patient impact or results being reported to clinicians. The following information was provided by the initial reporter: "customer reports false positives due to suspected optical crosstalk on evp assay customer has for evp assay ugly wobbly curves rising in signal in rfu at the generating false positive curves.".